Event description:
It was reported that the insulin pump alarmed no delivery during priming. The reservoir was not empty. The customer was advised to change the reservoir. The customer's blood glucose was unk. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).